Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 77091, were returned and analyzed. The data files showed that at least 3 applications were performed with the returned balloon catheter on the date of the event and system notice 50002 ¿electrical component failure¿ was triggered on one application. Additionally, the data files showed that at least 13 more applications were performed with a non-returned balloon catheter and system notice 50002 ¿electrical component failure¿ was also triggered on one application, while system notice 50003 ¿the pressure is low in the system¿ was triggered on another application. Visual inspection of the balloon catheter showed that it was stuck inside a returned sheath. The balloon catheter failed the performance test due to system notice 12211 ¿the system does not recognize the catheter.¿ furthermore, system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ dissection showed the blue tc wire was broken under the strain relief in the handle. Thereafter, pressure test showed a kink under the balloon segment. Dissection showed a guide wire lumen kink and breach at 1.46 inches from the tip of the balloons. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.